Event description:
Pt reported child being diagnosed with "autism". Upon follow-up with the diagnosing physician's office, the doctor confirmed the diagnosis of autism and stated causality is unk. No indication of treatment. Device remains implanted. This medwatch is for the right side. See MFR report # 2024601-2014-00414 for the left side.

Manufacturer narrative:
Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Rupture. ¿ breast implants are not lifetime devices. ¿ breast implants rupture when the shell develops a tear or hole. Ruptures can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. ¿ the following things may cause implants to rupture: damage by surgical instruments, stressing the implant during implantation and weakening it, folding or wrinkling of the implant shell, excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated), trauma, compression during mammographic imaging, and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of rupture for allergan¿s product. It is not conclusively known whether these tests have identified all causes of rupture. Laboratory studies to identify any additional causes of rupture are ongoing. ¿ silicone gel-filled implant ruptures are most often silent. This means that most of the time neither you nor your patient will know if the implant has a tear or hole in the shell. MRI examination is currently the best method to screen for rupture. See table 3 for additional information regarding MRI screening. ¿ sometimes there are symptoms associated with gel implant rupture. These symptoms include hard knots or lumps surrounding the implant or in the armpit, change or loss of size or shape of the breast or implant, pain, tingling, swelling, numbness, burning, and hardening of the breast. ¿ when MRI signs of rupture are found (such as subcapsular lines, characteristic folded wavy lines, teardrop sign, keyhole sign, noose sign), or if there are signs or symptoms of rupture, you should remove the implant and any gel you determine your patient has, with or without replacement of the implant. It also may be necessary to remove the tissue capsule.

Event description:
Additional information: health professional reported a right side "capsular rupture" confirmed via CT scan administered on (B)(6) 2016. Additional CT scan administered on (B)(6) 2016 resulted with findings of a "perisplenic hematoma." Per follow up with physician, the "perisplenic hematoma" was not related to the device. Device has been removed due to the rupture. This medwatch is for the right side. See MFR report # 2024601-2014-00414 for the left side.

Manufacturer narrative:
Medwatch submitted to the FDA on 10/03/2016. Device analysis summary: the implant weighed 651.19 grams. A crease/fold of the implant's shell was noted. Wear abrasion and discoloration of the shell was noted at the thinner surface. There was one linear sharp-edged opening, 3.5 mm in length, noted at the radius of the shell. Orange particles were observed on the implant shell, consistent with biological tissue. Corrected data: outcomes attributed to adverse events. Additional data: device available for evaluation., device evaluated by MFR?, evaluation codes.

Event description:
Patient reported child being diagnosed with "autism." Upon follow-up with the diagnosing physician's office, the doctor confirmed the diagnosis of autism and stated causality is unknown. No indication of treatment. Additional information: health professional reported a right side "capsular rupture" confirmed via CT scan administered on (B)(6) 2016. Additional CT scan administered on (B)(6) 2016 resulted with findings of a "perisplenic hematoma." Per follow up with physician, the "perisplenic hematoma" was not related to the device. Device has been removed due to the rupture. This medwatch is for the right side. See MFR report # 2024601-2014-00414 for the left side.

Manufacturer narrative:
(B)(4). Previous report of inability to breast feed received on 06/02/2011 with event start date of (B)(6) 2011 which was reported via responsive psr report submitted on 07/26/2011. Device labeling: in addition, concerns have been raised regarding potential damaging effects on children born to mothers with implants. Two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery. Although low birth weight was reported in a third study, other factors (for example, lower pre-pregnancy weight) may explain this finding. This author recommended further research on infant health. A review of the evidence did not find that offspring of women with implants were at an increased risk for esophageal disorders, rheumatic diseases, or congenital malformations.